Event description:
The threads on the vice gripper have stripped and cannot turn the t-handle wrench to open the vice grip. No other information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '17601a, stem extractordle¿ had stripped threads. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected information: follow up #1 of 1818910-2025-00710 was not reported late. The g3: date received by manufacturer was incorrectly reported within follow up #1 of 1818910-2025-00710. The correct date is 03-02-2025, which makes the report submission due date to be 05-03-2025. Corrected: d9: date device returned to manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the threads on the vice gripper have stripped and cannot turn the handle wrench to open the vice grip. The product was returned to j&j medtech orthopaedics for evaluation, additionally a material evaluation was performed for the complained device. Visual inspection of the returned device found that the stem extractordle nut was found stuck to the stem extractordle bolt, causing the mechanism to seize. Since the stem extractordle bolt was assembled to the stem extractordle long arm, this was cut-off. The stem extractordle nut and stem extractordle bolt assembly was later sectioned with a high-speed saw. After sectioning, grinding and ultrasonic cleaning, it was observed that two parts, the nut and the bolt, remained joined. The digital microscope images of the interfacing threads at the stem extractordle nut and stem extractordle bolt. It is apparent that the threads underwent excessive stresses that led to plastic deformation, the stripping or chipping-off threads, and galling events (cold welding), thus seizing of the mechanism. In summary, the mechanism's failure was attributed to excessive loading applied to the stem extractordle nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractordle nut and stem extractordle bolt. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.